Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure the stylet got stuck and could not be removed from the lead body. Physician attempted to remove the stylet and the connector tip became detached. Lead was removed, and a new lead was successfully implanted. Patient experienced no consequences.